Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer advised that when the device was powered on, a buzzing sound was heard and the device powered off. It was also reported that the day before the device got "quite" wet in a rain storm. There was no patient use associated with the reported event.